Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-feb-2023, UDI#: (B)(4). H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal fentanyl 5,000 mcg/ml at 299.8 mcg/day, bupivacaine 15mg/ml at 0.899 mg/day, baclofen 800 mcg/ml at 47.96 mcg/day via an implantable pump. It was reported that the targeted drug delivery was losing its efficacy and patient's daily infusion rate was having to be increased on multiple occasions. Unknown if any environmental/external/patient factors may have led or contributed to the issue. A dye study was preformed but the doctor was unable to aspirate the catheter. Pump was nearing end of life. Pump and catheter were replaced. It was unknown if the issue had resolved at the time of this report. Additional information was received from the company representative (rep) reporting that the new pump and catheter was working well for the patient. The infusion rate was decreased by 60% but pain relief was increased.

Manufacturer narrative:
Pli10: visual inspection identified there was damage to the transition tubing. Pli 20: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.